Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The instrument was analyzed and reported issue with the instrument could not be replicated nor confirmed. Manual articulation test, internal and external inspection was conducted to verify that no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury as a result of the event, and no reports of fragments of the instrument falling into the patient's anatomy during use. The procedure was completed robotically as planned and was resolved by changing out the instrument. The problem occurred while the surgeon was trying to manipulate instruments from the surgeon's console. There was no information available on whether the problem occurred while the surgeon's head was inside the high-resolution stereo viewer, whether there was any shaking and/or friction felt/observed, and if there was any interference between instruments or between system arms. The problem was persistent and was unresolved. The instrument was inspected before use and there was no damage or anything unusual. There was no video recording of the procedure available for review by intuitive and it was unknown how long the instrument was in use prior to the issue occurring.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the large needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the large needle driver instrument turned on itself. There was no reported injury.